Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin under general anesthesia on (B)(6) 2023. The patient abutment was also changed from 8mm to 12mm during the same surgery.